Event description:
A customer reported a minimum fill notification and attempted to load a new cartridge into their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on cleaning the pneumatic tap area and guided them through properly filling and loading a new cartridge. The issue was resolved after loading the second cartridge, allowing the customer to successfully resume insulin delivery.